Event description:
A report was received that the patient had an existing lead implanted that was not utilized. The tail of the lead was eroding through the skin and was causing discomfort but no skin breakage noted. No device malfunction was suspected. The patient underwent a revision procedure wherein the physician exposed the tails and cut the ends off. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.